Event description:
A customer reported an unknown system message displayed indicating to check the footswitch connection during a cataract procedure. The unit was rebooted to clear the system message and the case was reported. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).